Event description:
I had silicone implants by mentor put in 2008. Since then I have had many chronic autoimmune symptoms (totaling 37), that have gotten worse and worse as each year has passed eventually causing me to be bed ridden for the past 3 years. After many tests, procedure, surgeries, and medications I still was no better. That is when I came upon breast implant illness while researching. I was so relieved to have found so many women suffering with the same exact symptoms as myself. I joined a (B)(6) page that is 70,000 women strong, which I am sure is just a small percentage of the women who suffer just as I, and don't even know it. I had them explanted a week ago, and already I see a huge difference. I have no doubt the implants had been making me sick. They are not safe and have been making women sick. They need to be taken off the market.